Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported that the optical head of the microscope needed secured. There was no surgical or patient impact.

Manufacturer narrative:
The company service representative examined the system, confirmed and replicated the reported event. The company service representative found that the black metal bracket that attaches to the optical head was loose, but the illumini side was secure. The company service representative re-tightened the screws on the metal bracket that attaches to the optical head. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system operator¿s manual provides instructions that the user should verify the mechanical security of the console prior to use. The root cause of the reported event can be attributed to loose screws. However, how or when the screws became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).